Manufacturer narrative:
.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Inspection of the product verified that the product was conforming to print as there was no evidence indicating otherwise. The evaluation has confirmed the customer¿s complaint, as the product had fractured. During evaluation, excessive wear of the product was noted. The product fractured across the lag screw hole in the lateral to medial direction most likely due to excessive weight bearing. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03909-1 / 2015-03910-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects states, ¿ loosening, bending, cracking or fracture of the orthopaedic screw.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03909 / 03910).

Event description:
It was reported a patient underwent a hip procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to a subtrochanteric femur fracture and a multiple femur fracture. During the procedure, it was determined the nail was fractured. Revision was carried out as a closed repositioning of the fracture.